Event description:
It was reported by the patient that they had "dizziness and heart feeling like it's fluttering for sometime now and chest hurts". The patient was referred to their physician. Follow up was performed and the patient had tuberculosis and lung disease, and had been referred to a pulmonary physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.